Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve a moderate paravalvular leak (pvl) was noted for which the physician decided to implant a second valve. By intraoperative tee, the native annular diameter was anywhere from 24.5mm to 26.5mm. During deployment, a slight aortic movement of the sapien valve was noted. The valve was still in good position, but there was a moderate paravalvular leak (pvl). A post dilatation was performed with 1cc of volume added. However, there was no change in the pvl. The physician elected to implant a second valve slightly more ventricular to try and seal the pvl in the left ventricular outflow tract (lvot), which measured slightly smaller than the native aortic annulus. Following deployment of the second valve, the pvl was reduced to mild. The patient left the cardiac catechization lab in stable condition. Additional investigation revealed the following: the native aortic root/valve was severely calcified with the calcification distributed fairly evenly. There was no significant ventricular septal hypertrophy or mitral annular calcification noted. Prior to deployment, the sapien valve was positioned 50:50 to 60:40 ventricular. Post deployment, the sapien valve was positioned 60:40 aortic. The reason for this aortic shift was unknown; however, per report, it may have been due to stored tension in the delivery system. The image intensifier angle and coaxial alignment of the valve and delivery system were both described as good. During valve deployment, balloon inflation was held for 5 seconds, ventilation was held, and there was no loss of pacing capture. The native annular diameter was described as borderline, being on the large side.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The 26mm sapien valve is indicated for native annular diameters ranging from 21-25mm. In this case, by intraoperative tee the native annular measurements ranged from 24.5 to 26.5mm. The root cause of the pvl in this case cannot be confirmed. However, it appears that the large size of the native annulus (as demonstrated by intraoperative tee findings greater than 25mm) and the 60:40 aortic placement of the first sapien valve (as evidenced by the reduction of the pvl following deployment of the second valve more ventricular) contributed to the pvl. Per report, the aortic movement of the initial sapien valve was thought to have been caused by stored tension in the delivery system. Additionally, the large annular diameter could have contributed to the aortic movement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.